Event description:
The customer observed false reactive alinity I hbsag qualitative ii results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2023, was 2.26, repeat was 2.13 s/co. The confirmatory results were hbsagqua1: 0.31 s/co, hbsagqua2: 1.03 s/co, and hbsagqua%n: 98%, which is positive. The customer noticed that the positive results were obtained after a strong reactive sample, with a result of 3597 s/co, was tested, so the customer is suspecting carry-over contamination. The customer tested the second sample collected from this patient and the result was 0.28 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false positive alinity I hbsag qualitative ii and alinity I hbsag qualitative ii confirmatory results on the alinity I, serial number (B)(6) . Through an extensive investigation, the fsr found the alinity pipettor probe, list number 03r96-01, needed to be replaced, and cleaned the wash cup and the wash zone probe, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed false reactive alinity I hbsag qualitative ii results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result, on (B)(6) 2023, was 2.26, repeat was 2.13 s/co. The confirmatory results were hbsagqua1: 0.31 s/co, hbsagqua2: 1.03 s/co, and hbsagqua%n: 98%, which is positive. The customer noticed that the positive results were obtained after a strong reactive sample, with a result of 3597 s/co, was tested, so the customer is suspecting carry-over contamination. The customer tested the second sample collected from this patient and the result was 0.28 s/co. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.